Event description:
Klinoport boom/pendant adapter for accessory (exam light) failed. Exam light accessory fell onto empty pt bed. No injuries were reported. The light did not hit anyone.

Manufacturer narrative:
Screws that secure the accessory into the adapter were missing. It is possible that screws were not present due to an installation error. Complete checks of similar equipment at this facility revealed some loose and missing screws. The screws were reinstalled and tightened. Loctite was added to ensure secure installation of the accessories. Distributor is checking add'l installations to determine the scope of the problem and verify that this is an isolated error.